Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the home infusion hcp was not able to access pump for routine fill. The hcp did not have access to ultrasound or fluoro at the time of attempting to access the pump. Patient was scheduled (B)(6) in office for x-ray of pump, troubleshooting, and refill attempt. The hcp was unable to access refill septum. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was unknown what interventions/actions were taken to resolve the issue. The issue was not resolved at the time of this report and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp had confirmed that the pump had flipped in the pocket. Her plan was surgery to properly orient the pump and re-anchor. Surgery date had not been confirmed. No further complications were reported.